Event description:
It was reported that there was difficulty disconnecting the patient line of a cassette from the dark blue end (female connector) of a transfer set. This occurred when the patient disconnected the female connector from the patient line during peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.